Event description:
Additional information was received from a foreign healthcare provider via a company representative. The pump and proximal portion of the catheter were explanted and replaced on (B)(6) 2023. The rest of the catheter remained the same. The event was resolved. The device was to be returned to the manufacturer.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# 0218279989 implanted:(B)(6) 2020 partially explanted: (B)(6) 2023 product type catheter. H6 correction: the device code a141204 was not previously coded in error. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: destructive analysis of the pump, identified wear on the motor o-ring for gear number three. That did not affect the performance of the device in the laboratory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. It was reported that after reviewing the previous fillings it was found that on (B)(6) 2021 the expected reservoir volume (erv) was 7.5 ml however the actual reservoir volume (arv) was 17 ml. The refilling on (B)(6) 2022. Had an erv of 7.4 ml and an arv of 19 ml. The refilling on 2023-jan-06 had an unknown erv and an arv of 20 ml. The refilling on (B)(6) 2023. Had an erv of 6.1 ml and an arv of 20 ml. The patient had pain that was located in their left hand. It was reported thecause of the event was not determined. It was reported that on (B)(6) 2023, the specialist doctor performed a pump rotor and catheter patency test and it was determined that the pump motor did not move and the catheter patency was fine. The change of the pump was scheduled for (B)(6) 2023. And the catheter will not be changed as indicated by the specialist doctor. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury¿.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# 0218279989 serial# implanted: (B)(6) 2020. Explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. Regarding the reason for the proximal portion of the catheter having been replaced, it was clarified that this was a decision of the specialist physician. The physician did not indicate they suspected an issue with the portion of catheter, but was otherwise an elective decision on their part.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving morphine with concentration 5000 mcg/ml at a dose rate of 305.8 mcg/day via an implantable pump. It was reported that on (B)(6) 2023, the pump was refilled and per the clinician programmer tablet 6.3 ml was expected to be in the reservoir but 20 ml of medication was extracted with a syringe. The patient stated that he had no pain and that it was controlled, but on (B)(6) 2023, the patient stated that the pain for which the pump was placed was very strong. The location of the issue/pain was unknown. A review was carried out and it was found that at the previous refilling the same thing had happened as the tablet indicated 7.4 ml was expected, but 19 ml was aspirated from the reservoir. The previous reports were reviewed and it was evidenced that on (B)(6) 2022, a refilling had been carried out, and the tablet indicated 7.5ml was expected, but 17 ml was extracted. The case was discussed with a specialist who recommended a revision of the pump pending a rotor and a catheter patency test. Replacement/revision of the products were pending a rotor and catheter patency test. It was indicated that there were no known factors that may have led or contributed to the issue. The issue was not resolved as of (B)(6) 2023. No medical or surgical intervention was needed to prevent a permanent impairment of a function. The event did not lead to or extend hospitalization. The patient's medical history was unknown.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# unknown serial# implanted: unknown explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: unknown, UDI#: unknown medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.